Event description:
It was reported that the pump has "constant system error 105 alarms.". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported "constant system error 105 alarms" caused by a failed motor (seized). The motor assembly will be replaced.